Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation site: cq zuchwil, selected flow: damage. Visual inspection: the visual inspection of the pfna blade has shown that a broken tip of the unknown extraction instrument is visible. Dimensional inspection: the relevant features are damaged in a manner which prevents accurate measurement of the features. The damages are clearly caused post manufacturing. Document/specification review: as the article and lot number is unknown we are not able to research the device history record and the manufacturing documents. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Summary: the complaint is rated as confirmed for this unknown extraction instrument. The investigation has shown that the broken tip of the extraction instrument is still stuck in the threaded part of the pfna blade. The root cause for this broken extraction instrument tip can not be clearly determined we have to assume that there was a technical / mechanical complication during extraction. The cross section of the broken surface are deformed and damaged that complicate further evaluation. As the lot number is unknown we are not able to research the device history record and the manufacturing documents. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown tfna/pfna extraction instrument/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, during the planned proximal femoral nail antirotation (pfna) implant removal procedure, the extraction key for the blade broke off. Metal was not possible to be removed from extraction key with help of a hss drill. Surgery was aborted. One day later another instrument set for damaged blades was available and construct was removed successfully. Surgeon noticed the cold weld at the thread point of the end cap of the blade. In addition, patient reported a delayed healing of the fracture. Surgeon suspects deformation of the blade due to the possible delayed healing of the fracture. Surgery was completed successfully. No further information is available. Concomitant device reported: pfna blade (part# unknown, lot# unknown, quantity 1); hss drill (part# unknown, lot# unknown, quantity 1); hammer (part# unknown, lot# unknown, quantity 1). This report is for one (1) unknown tfna/pfna extraction instrument. This is report 1 of 2 for (B)(4).